Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient¿s spouse stated the sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient¿s continuous glucose monitor (cgm) would stop working a couple of hours, display sensor error but would restart without any further issues. On (B)(6) 2020, his cgm was working when he went out into the woods alone behind his house. Sometime while he was in the woods, the cgm stopped working and his blood glucose (bg) had dropped too low by that time for him to self-treat. His family was unable to locate him, the county search and rescue squad was called. He was found after 2 hours of searching and was incoherent, unable to follow commands, ¿howling¿ and shivering. Glucagon was administered and he was transported to the hospital where he was monitored and treated with dextrose and fluids via intravenous (IV) therapy. He was discharged home later that evening. His cgm displayed sensor error when he was found in the woods; however, his bg values were not provided. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined.